Manufacturer narrative:
A ge service rep performed an onsite investigation. The loose connection between the c-arm and the monitor cart was reseated and the image processor computer board was cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed an error 25 message and would not perform fluoroscopic x-rays. No pt injury was reported.